Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power failure. The ventilator was investigated by our field service engineer on-site and the pc monitoring board was found defective and replaced which resolved the issue. No part has been returned for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power failure. There was no patient harm. Manufacturer's ref #: (B)(4).